Manufacturer narrative:
Correction: manufacturer report 2938836-2017-20135 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.

Event description:
It was reported that patient had received a shock from device. Patient advised that there was no shock but the device had delivered a vibratory alert. Upon interrogation, two separate alerts were observed for episodes of non-sustained lead noise through due to t-wave oversensing. Device was reprogrammed to set alert events from two to five and patient instructed to call the clinic if the device delivers another vibratory alert.